Manufacturer narrative:
Reported event of defective device was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of the device image indicated the device was within normal range of operation. The programmed date noted in field is consistent with the device being programmed to ship settings during production and automatic mode switch (ams) episodes noted was due to handling of device. Further analysis found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Event description:
It was reported that prior to device release, the pacemaker exhibited diagnostic issue resulting in incorrect measurement. There was no patient involvement.